Event description:
It was reported that the balloon burst. The target lesion was located in the upper left limb. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, a 5mm non-compliant and non-boston scientific balloon was used to pre-dilate across the lesion. Then, the device was exchanged with the peripheral cutting balloon to treat the same lesion. However, it was noted that the balloon burst at 8atm inside the patient. The whole system was withdrawn safely and the procedure was completed with another of the same device. There were no complications reported.